Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed rebooting events. The battery compartment and battery cap were found to be undamaged; the battery cap contacts were found to be within specification. There was no evidence of moisture within the battery compartment. There was evidence of moisture ingress on the underside of the battery cap. Leak testing found no indication of a leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s power circuit.